Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient developed an "infection in the body" within two months after implant of the implantable cardiac monitor (icm). The icm was explanted. No further patient complications were reported as a result of this event.